Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 631 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with insulin drip. The customer stated that the insulin pump was not alarmed when blood glucose was high. The nurse also stated that customer was admitted in hospital on (B)(6) 2019 and also stated that on (B)(6) 2019 there blood glucose was 596 mg/dl and they stayed in emergency room for five hours. The customer was unable to performed the high pressure test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.